Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 4, 2024.